Manufacturer narrative:
Investigation summary: "material #: 368835 lot/batch #: 4030223 bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retained samples were used to draw 6 tubes each with water and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during the use of bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the back sleeve into the holder. No patient impact reported.